Event description:
While attempting pta of right leg, 0.014-190 balance universal guidewire broke off becoming dislodged in right leg at at bifurcation. Removed wire with snare from right leg sheath. Blood pressure was down. Normal saline infusion wide open. One mg atropine given. Pt only complaint was nausea and a sore tail bone.